Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s ¿sensing capability¿ was activated on thursday. Since it was activated, every once in a while the stimulation would stop and then start again. The patient¿s status was reportedly unknown. Additional information received reported the cause of the event was not determined. It was unknown if it was device related or if reprogramming was needed. The patient recovered without permanent impairment.